Manufacturer narrative:
One device was received for evaluation. Visual inspection found fc and rc damage, scratched lcd, and the clock battery was over life. Functional testing was able to duplicate the reported problem. It was determined that the explore was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited delivering inaccuracy. During testing, the device underdelivered with a result of -6.445 percent. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6).b3: event date unknown. D4: UDI number unavailable.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.